Event description:
Noise was reported on the rv lead. The noise was reproduced with provocative movement. Good patient condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.